Manufacturer narrative:
The splinting tube device was discarded by the user facility and will not return to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Despite multiple followup attempts, no further information is available regarding how or whether the balloon inflation was verified prior to device removal, the sequence of events leading to bowel perforation in the patient, or how the perforation was repaired. It is also not known whether a compatible endoscope was used with the device. The device instruction manual contains several warnings and cautions to prevent patient injury and device damage: ¿insert and withdraw the endoscope with the single use splinting tube gently under x-ray observation. If resistance is felt, do not continue insertion or withdrawal any further.¿ ¿forcibly withdrawing the endoscope or the single use splinting tube may cause patient injury, bleeding, and/or perforation.¿ and ¿if the balloon does not deflate even if the balloon control unit (obcu) is operated or if any resistance is felt when inserting or withdrawing the single use splinting tube after balloon deflation, immediately turn the balloon control unit (obcu) off and stop the operation. Check in the x-ray image if the single use splinting tube is bent caused by the distal end of the endoscope being withdrawn into the single use splinting tube. Check if the air flow tube is crushed.¿ the instruction manual also has emergency instructions for deflating the balloon manually while it is still in the patient. The instruction manual also specifies that the device is for use only with compatible olympus sif-q180 and sif-q260 endoscopes. As a preventive measure, the instruction manual has directions for pre-procedure inspection and functional verification of the air flow tube, connection joints, and inflation/deflation operation.

Event description:
Olympus was informed that during an unknown procedure, the balloon of the splinting tube device did not deflate although deflation was applied using a separate obcu device. The clinicians did not notice that the balloon was still inflated and attempted to remove the splinting tube device. This caused a small bowel perforation. It was reported that the bowel perforation was repaired with an unknown intervention.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and update the following: PMA/510k, type of report, if follow-up, what type, and additional MFR. Narrative. The customer site has stated that they cannot confirm that the event occurred. There is no further information.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from FDA to fed.